Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer stated that he also had a battery out limit alarm. Customer's blood glucose at the time was 131 mg/dl. Customer could not press the act button to confirm his blood glucose and removed the battery from the pump. Customer received a low battery alert and then a battery out limit alarm. Customer was unable to clear the alarm. Customer last changed the battery about 2-3 weeks ago or approximately 10 days ago before he left on a trip. Customer had a button error alarm after letting the pump rest for 10 minutes. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that there could be a static charge. Customer stated that there was lightning in the area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had normal operating currents. No unexpected battery alarms were noted. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.